Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had pump error post-reset ram crc alarm and replace battery alert. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm and able to rewind the pump. Customer did not receive a low battery alert prior to the replace battery alert. The device will not be returned for analysis.